Event description:
It was reported that the patient had their system explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Section b3: date of event is estimated. Section d4: unique device identifier (UDI #): the UDI is unknown because the lot number was not provided/is unknown. Section d4: serial number and lot number are unknown; therefore, the expiration date and unique device identifier (UDI #) are unknown. Section d6a: implant date is estimated. Section d6b: date of explant is estimated. Section h4: device manufacture date is unknown as serial number and lot number are unknown.